Event description:
Rep reports that the doctor could not program the valve, he atempted to program the valve under fluro and was unsuccessful, the valve was stuck on 150 therefore he decided to explant the valve, there was no patient injury.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation a follow up report will be filed